Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not pass the pressure transducer test. Our service technician on site replaced the pressure transducer printed circuit board (pcb). The replaced goods was not returned for further investigation. Logs were provided that confirmed that the pressure transducer test in pre use check failed at 2021-03-11. A defect pressure transducer may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no goods was returned the root cause of the pressure transducers failing could be determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).